Manufacturer narrative:
Batch review performed on 21 march 2022: lot 165678: (B)(4). Expiration date: 2021-10-06. No anomalies found related to the problem. To date, (B)(4). Additional device involved batch review performed on 21 march 2022: ball heads: mectacer 01.29.215 biolox delta ceramic ball head 12/14 ø 40 size xl +8 (k112115) lot 141175: (B)(4). . Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4).

Event description:
Revision surgery performed 3 years 11 months after the primary due to hip luxation (liner from head). The surgeon revised the medacta liner with a competitor constrained liner and revised the medacta head to a medacta head.